Event description:
It was reported that the event occurred in the emergency room. Upon pretest of the kit, the balloon would not inflate. The physician replaced the kit with a new one and finished the procedure successfully. There ware no reported complications or injuries to the pt. A delay was noted, but it was not harmful to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.